Event description:
It was reported that patient underwent left hip revision surgery due to pain and discomfort from the failure of implant, clicking and clunking sensations, elevated cobalt and chromium levels, and MRI scans reveling fluid filled tracks consistent with pseudotumor. Per report during revision surgery significant pseudotumor was found involving the posterior hip capsule and short external rotator with erosion through them and extension of the pseudotumor cup around the greater trochanter posteriorly and laterally.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pain and discomfort from the failure of implant, clicking and clunking sensations, elevated cobalt and chromium levels. The bhr cup and bhr head were removed during surgery. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. This 70 year old female underwent a left birmingham hip resurfacing procedure in 2007, who went on to develop discomfort, "clicking and clunking sensations" upon pivoting or moving, and report of "very high cobalt and chrome levels" - 55 and 38 respectively (unit of measure not provided). It is reported that an MRI revealed pseudotumors; however no reports have been provided. Approximately 9.5 years later, a revision of the left bhr components was performed. The revision report stated that frozen sections were taken, which were negative for infection, and positive for moderate to high alval. The results of the cultures were not provided. Intraoperatively, a large posterior pseudotumor with soft tissue defect was dissected, removing brown and black material until the pseudotumor was out. There was no reported bone loss associated with the pseudotumor, and leg lengths were equal intraoperatively. All documents provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. It has been reported that the patient is healing uneventfully. The clinical symptoms of the reported elevated cobalt/chrome levels, pseudotumors, brown and black stained tissue, and hip pain are consistent with what is seen with an adverse reaction to metal debris, but this cannot be confirmed based on the information provided. The source and root cause cannot be concluded. The future impact to the patient beyond the revision cannot be concluded. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.